Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was sometimes unresponsive. During troubleshooting with tandem technical support, it was confirmed that the screen was responsive. Additionally, it was reported that when the customer would intermittently press one part of the screen, the left part of the area that was touched responds. Troubleshooting was unable to be performed as the issue was not occurring at the time of the report. The customer's blood glucose was around 180 mg/dl. Customer would continue to use the pump for insulin therapy.